Event description:
Patient in cardiac arrest, brought in by emergency department by (B) (6). Zoll auto pulse device was in place, to assist with CPR. Patient had multiple rib fractures, tension pneumothorax and massive subcutaneous emphysema. These injuries were unrelated to the initial causes of cardiac arrest. (B) (6) did not report the case as "FDA adverse event", as he thought that CPR could have caused these injuries. Receiving physician -(B) (6)- thought that these injuries were unlikely to be caused by CPR, as the rib fractures were far from the sternum, and as the injuries were quite unusual. The patient did not survive. Date of use: (B) (6) 2010. Diagnosis or reason for use: cardiac arrest.